Event description:
User experienced imprecision with the calcium assay for approximately 30 to 40 patient samples occurring in 2008. Only the following five patient examples were provided. Patient 1, initial gave 11.4 mg/dl; repeat gave 10.3 mg/dl. Patient 2, initial gave 12.1 mg/dl; repeat gave 10.8 mg/dl. Patient 3, initial gave 11.2 mg/dl; repeat gave 9.9 mg/dl. Patient 4, initial gave 11.6 mg/dl; repeat gave 10.2 mg/dl. Patient 5, initial gave 11.3 mg/dl; repeat gave 9.9 mg/dl. No erroneous results were reported. The field representative found air in the reagent lines and noted reagent prime rinse was not being performed by user. A rinse and prime was performed. Performance tests were performed and within specification. User was instructed to add reagent prime to maintenance activities.